Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation. The fiber was received in two pieces. Visual analysis identified a fiber body break. The fiber tip was degraded, indicative of use. Laser fibers are consumable devices and expected to degrade with use. Burn marks on the fiber jacket were identified. The connector did not have any abnormality. The following message was displayed: treatments used 0. Treatments left 10. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. The fiber could have been damaged or kinked during set-up or use, and when energy was fired, it caused the fiber to 'burn out' as the customer mentioned leading to a full fiber break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the fiber was directly burned out. The procedure was completed using another device without patient complications. Analysis of the returned device identified a broken fiber.